Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed weekly self-tests up to the (B)(6) 2016. An increase in voltage was observed at this time suggesting a further pad-pak was installed. Manual power ups under 1 minute duration were recorded during this time. The device records manual power ups of 10 minutes duration between (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The multiple manual power ups recorded may indicate the device was switching on automatically and the user was intervening to switch the device off. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.